Manufacturer narrative:
The catheter was returned and analysis found a non-significant occlusion of dried, blood, drug, or foreign material. Continuation of concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 19-apr-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving compounded baclofen (3000 mcg/ml at 1200 mcg/day) via an implantable infusion pump. It was reported that about a year ago the patient had issues getting good therapy even after the drug was titrated up. The spinal pocket was opened and the hcp observed the spinal segment coiled near the collet and anchor. The anchor was still in place and secured with sutures. 26.6 cm of the spinal segment was removed and replaced with a new spinal segment and a new collet and anchor under fluoro guidance. It was noted that cerebrospinal fluid (csf) was not observed when the needle was inserted; the hcp stated that it was due to the posterior placement. The issue was reported to be resolved and the patient was alive with no injury. The removed portion of the spinal segment was in the possession of the device manufacturer representative and would be returned for analysis. No further complications have been reported as a result of this event.

Manufacturer narrative:
Product ID 8781, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: catheter. Review of the event information required a correction to be made to this field. If information is provided in the future, a supplemental report will be issued.